Event description:
Allegedly, a wright medical dual taper hip implant, fail due to corrosion and release toxic cobalt debris into the body. First complex revision (9-hour operations and ICU) and a second complex revision to remove the metal debris, which was still present. Level of implant corrosion goldberg 4 present. It has left pain and disability and has significantly affected the patient career and quality of life.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.